Event description:
The customer reported black and white cross hatch overlayed over the image during live fluoro and recalled images as well. However, camera tracking worked properly.

Manufacturer narrative:
The problem was displayed on initial visit but was no longer there upon return with ordered parts. The service rep replaced the image processor pcb using proper esd procedures to prevent re-occurrence of this issue. There was no pt involvement as this problem was discovered prior to starting the case and the pt was rescheduled.